Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the low profile balloon catheter section that connected the part of balloon and catheter was rough and failed to go through the vessel sheath during the procedure. The balloon was withdrawn from the patient and the operation was cancelled as another device was not available to complete the procedure. It is unknown at the time of this report if another procedure was performed at a later date. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - the device was returned for evaluation. Visual inspection notes catheter shaft separation. Proximal segment of device measures 70.7 cm in length and the distal segment measures 8 cm in length. Kinks are noted along the entire length of the shaft. There is no evidence that the device was not manufactured to specification. Based on the available information root cause cannot be determined. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that the low profile balloon catheter section that connected the part of balloon and catheter was rough and failed to go through the vessel sheath during the procedure. The balloon was withdrawn from the patient and the operation was cancelled as another device was not available to complete the procedure. It is unknown at the time of this report if another procedure was performed at a later date. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.